Event description:
The customer reported a bloody fluid leak of approximately 4ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) observed the liquid leak was coming from the needle cartridge and he replaced tubing in pinch valve vl57 to resolve the reported issue. (B)(4).